Event description:
A trilogy 200 ventilator device was returned to a service center for recertification. There is no allegation of serious or permanent harm or injury. During the evaluation, the service technician observed r vent service required error codes e201 (err_vsupply_failure) and e202 (err_12v_failure) in the error log. The supply voltage is out of range for 10 seconds, due to a power management board failure. The power may fail. The system and power management printed circuit assembly (pca) will need to be replaced to address the issue. Additionally, the feet were missing, the cord retainer was missing, the warning label was damaged, the handle was cracked, the porting block was cracked, the overlay display was damaged, and the mac address label was illegible. The device was disqualified from recertification. Device will be scrapped.

Manufacturer narrative:
The reported failure of supply voltage is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.